Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found. (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed), which was also distorted. The outer insulation was melted and breached cut, and exhibited cosmetic environmental stress cracking. The lead was stretched and exhibited apparent explant damage.

Event description:
It was reported that the device reached elective replacement indicators (eri) in two years. The atrial lead exhibited low impedances, and the left ventricular (lv) lead exhibited high thresholds. The device and lv lead were explanted and replaced, and the atrial lead was capped and replaced. No patient complications have been reported as a result of this event.